Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that emergency medical services were called for the patient and was transported to the emergency room (ER) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 560 mg/dl while wearing the pod between 4 and 24 hours. The patient reportedly removed the pod and found the cannula was blocked by blood. It was also reported that insulin was leaking from the pod site during wear. Symptoms reported include feeling very tired and exhausted. The patient was reportedly treated with saline fluids to help lower her sugar levels. The patient was released from the ER on the same day.